Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that patient presented to clinic after receiving inappropriate hv therapy due to atrial fibrillation with rapid ventricular response. Alerts for possible hv circuit damage and possible lead damage were noted. Low hv lead impedance and an aborted charge were also noted. The device and lead were explanted and replaced. The patient was in good condition after the procedure.